Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no evidence to suggest that a device malfunction had occurred.

Event description:
Patient presented for surgery for hip dislocation. Femoral head revised.